Manufacturer narrative:
D6: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic nephrectomy procedure. It was reported the tsw35 was difficult to fire and upon opening of the device it was discovered staples were present, but the device did not cut. Another tsw35 was opened to complete the procedure without difficulty. There was no consequence to the pt.